Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: 1/13/2021. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. H3 evaluation: failure mode reported by customer can be caused by tie too long. During sample evaluation the plate was able to be open and close without any issue. Tie strap did not interfere on the correct function of the locking mechanism. Therefore, is considered this man factor does not contribute to the reported complaint defect. Locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good condition, in addition to it was able to be activated and de-activated several times with no issues. Therefore, is considered this materials factor does not contribute to the reported complaint defect. Based on the present analysis, the reported defect by the customer could not be confirmed or related to flex manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The following information has been requested and received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Did the reservoir function properly upon first activation? No further information is available. If no, how many reactivation were performed when issue was noticed? Please clarify the number of products involved in the event and how many to be returned? Quantity of product involved is 2, and quantity to be returned is 2. Device return status, we regularly contact with sales rep about the device returning. No further information will be provided. Note: events reported on mw# 2210968-2020-08883 and mw# 2210968-2020-08884. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2020 and a reservoir was used. After surgery on the ward, the reservoir could not be locked. Further details are not provided. There were no adverse consequences to the patient.